Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump failed. They were filling the reservoir and a message popped up to look at the manual insulin pump failed. The customer tried shutting the insulin pump off and back on but they received the same message. The customer was unable to press any buttons. Customer's blood glucose level was not reported. The device was not returned.